Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting unstable and increasing impedance measurements which eventually exceeded 2000 ohms. Additionally, low sensing measurements were noted via latitude. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.